Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and sensor glucose vs. Blood glucose. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1884l, unomedical, mmt-7040a, mmt-7841zn, mmt-332a. Customer reported that pump was dropped/ bumped with no visible pump damage. Pump passed self test, displacement test, and fill cannula test but tubing clamp was not available for hp test. Customer reported low bgs. Customer has been using the insulin pump system within 48 hours of reported low bg event. Customer does not believe the pump is over delivering. No product return is required for mmt-1884l. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-332a.